Event description:
The customer contact reported that the device delivered less than intended. At an unspecified time, the device was programmed to deliver a combination of doxorubicin 24mg, vincristine 0.7mg, and etoposide 120 mg in a 550ml pnss (plain normal saline solution) at a rate of 20.8ml/hr, with a vtbi (volume to be infused) of 500ml, for a duration of 24 hours, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, after the infusion was complete, it was noted that the bag had a volume of 63ml remaining instead of the expected 50ml remaining. There were no reported adverse patient effects and no reported delay of critical therapy or medical interventions were required. The device remained in clinical use fot this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.